Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded and or loose drive support disk. The device had minor scratched display window, scratched case, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump piston was not recognizing the reservoir. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)